Manufacturer narrative:
The insulin pump had moisture damage to the keypad traces during visual inspection. All buttons functioned properly during testing. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. Troubleshooting was done. Customer's blood glucose was 112 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.